Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Additionally, it was reported that the insulin gauge was static and inaccurate. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported customer¿s blood glucose level was 218 mg/dl.